Event description:
Nurse educator contacted abbvie to report a patient was hospitalized. The physician initially thought the patient had possible atelectasis or pneumonia; however both were ruled out with chest x-ray. The patient was started on antibiotics. The abbvie peg tube was implanted on (B)(6) 2015. The peg tube was displaced on an unknown date. The tube was pushed further into the third part of the duodenum. This was corrected by the physician. The patient had not started on duopa drug as of (B)(6) 2015. Multiple unsuccessful attempts were made to obtain additional information for this report.

Manufacturer narrative:
Abbvie soltraqs reference record (B)(4). The size of the peg tube in this event was not provided by the complainant, therefore the specific abbvie list number is unknown. Abbvie commercially has available two sizes of peg tubing, 15fr or 20fr, in the united states. The catalog number is list number 062910-001 - 15fr abbvie peg and the other number field is list 062912-001 - 20fr abbvie peg. The 510k number selected applies to both possible list numbers. The lot number was not provided, therefore, a batch record review could not be conducted. There are no known anomalies with the abbvie peg tube that would contribute to the need to prescribe antibiotics. A return sample evaluation was not performed because tubing remains implanted. If any further relevant information is identified, a supplemental medwatch will be filed.